Manufacturer narrative:
Section h6 updated. Section h11 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The shaped port that was displayed for the first field was the ciao (completely irradiated area outline) of the field. The first field was a stepnshoot type field where collimation changes during a beam-on. By design, the mlc (multileaf collimator) correctly moved to the ciao position for the planned port exposure. Mosaiq did not have any malfunction and was working as designed and intended. Based on the available information there has been no mistreatment.

Event description:
The customer reported that positions of the blades between the mosaiq and monaco drrs are not identical.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.